Event description:
Clinic notes dated (B)(6) 2014 stated that the vns patient usually had one brief seizure every three months but began having a seizure every month towards the end of 2011. The seizures typically involved brief nocturnal convulsions that would occur 20 minutes after falling asleep. Review of the available programming history did not reveal any anomalies. Review of manufacturing records confirmed that the patient's generator and lead passed all functional tests prior to distribution. Attempts to obtain additional information were made but were unsuccessful.